Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -12.5/+1/078 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6)2017. The lens was explanted on (B)(6)2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4)